Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the battery voltage dropped suddenly over a 6 day period. There were many hv charges in this period but the egms could not be viewed. Some of these hv charges resulted in delivered therapy but the appropriateness, and the cause for the battery decay, could not be determined. The device sensed on both channels appropriately on the bench and ate tests showed no problems with the sensing system.

Event description:
It was reported that the device delivered unanticipated therapy due to noise on the right ventricular channel. The device was explanted.